Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was leaking. Since the clamp was closed close to the cartridge after filling, one must probably assume a leak at the bag seam or at the transition between the bag and the tube. The cassette did not show any abnormalities in the final inspection, shortly after filling. The leak only became apparent after a few days, during which the cassette was still in storage. There was no patient involvement, as no application took place.

Manufacturer narrative:
H3: the device was received for evaluation, along with two customer-provided images showing the sample submerged in medication fluid. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional testing identified a leak at side d of the cassette bag seam. Further inspection under magnification revealed an opening caused by seam delamination. The probable cause was determined to be inconsistent sealing die power and adjustments impacting seal strength. No further action was taken.